Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the cios connect system. During an acute interventional procedure, the customer reported image quality problems and issues with dose regulation. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that a failure in the dose control within the collimator occurred. Once this kind of failure is identified and due to safety reasons, additional dose cannot be administered. The system is set into a "safe condition". No further operation is possible until the failure is cleared. Following the exchange of the collimator and reconnection of the iris camera, the system works as specified and the issue did not recur. The manufacturer is not considering further actions resulting from this event.